Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. No residue was noted on the joints. A functional evaluation revealed a failure of the weight test. A piston migration was performed and a measurement of 2.7 inches was noted. This measurement is indicative of hydraulic fluid loss. The unit was let pressurized for 30 minutes. Afterwards, no obvious hydraulic fluid leakage was noted on the exterior of the unit. The complaint was confirmed and the root cause is determined to be loss of hydraulic fluid over time through worn seals. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures.

Event description:
It was reported that the arm of the spider tenet can not be fixed. No case involved. Therefore, there was no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.